Event description:
It was reported that the patient had diathermy treatments done. One month later, the patient experienced a hot spot over her labia area when her stimulation was on. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
Diathermy.